Event description:
It was reported that the patient received several inappropriate shocks due to noise on the right ventricular (rv) lead while working at a manufacturing plant. The noise was reproducible with testing in the emergency room and could not be programmed around. The patient had experienced other non-sustained events prior to this event. During the procedure, the rv lead was not coming out, and the patient developed a small pericardial effusion, so the physician capped the rv lead (B)(6) 2026, and it was replaced. The effusion self-resolved with no intervention. The patient was stable.